Manufacturer narrative:
All available patient information was included. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any non-conformances, or deviations with the complaint lot. The ticket search by lot found an increase in complaint activity for the complaint lot, however, further review of ticket and trending which included product performance testing and/or review of patient median data were completed to demonstrate the assay is performing as intended. The overall performance of the architect stat troponin-I reagent in the field was reviewed using data gathered from customers worldwide. The review of field data indicates the patient median values are within the established limits for the complaint lot. Therefore, no unusual reagent lot performance was identified for lot 56561un23. Labeling was reviewed and sufficiently addresses the customer¿s reported issue. Based on the investigation, no systemic issue or deficiency was identified for the architect stat troponin-I reagent lot 56561un23.

Event description:
The customer reported falsely elevated architect stat troponin-I and provide the following data for 1 patient: customer reference range: 0 - 0.028 ng/ml sample ID (B)(6) initial result was 0.220 ng/ml, and repeat result was <0.010 ng/ml. The customer stated that the repeat result was corrected within 30 minutes and that there was no reported impact to patient management.